Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Moisture damage on the battery tube and motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and just keeps on beeping. Customer's blood glucose value was unknown. Customer reports they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted in troubleshooting. The device will be returned for analysis.